Event description:
During the evaluation of the device at the manufacturer's service center, the device failed testing on nurses call. The customer has requested that no repairs be done to the device. There was no harm or injury reported.